Event description:
It was reported the lead caused a shock to be delivered, due to noise. There was also a brief impedance spike of 3000 ohms. A lead fracture was suspected. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Noise and high impedance was noted. The lifetime ventricular sic (sensing integrity counter) was 691. A high value of this counter can indicate a possible intermittency in the system. The weekly ventricular pacing impedance measurement was consistent around 400 ohms, until 2007, when the maximum value was 4048 ohms. Other: it was reported the lead caused a shock to be delivered, due to noise. There was also a brief impedance spike of 3000 ohms. A lead fracture was suspected. The lead was capped and replaced. No further patient complications were reported as a result of this event. No conclusion can be drawn. Impedance, high, lead(s), fracture of, shock, inappropriate, noise.